Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose was 400 mg/dl. The customer tried to bolus with the pump and then use an injection of humalog. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to call went tubing clamp received to perform the high pressure test. The customer was advised that we are sending replacement infusion set and tubing clamp. The customer has change out his site, tubing and reservoir twice already.